Event description:
It was reported that non-sustained rv oversensing episodes were observed at an in clinic check. The patient was asymptomatic. The device exhibited post-paced t-wave oversensing. Programming changes were made, and patient is in stable condition.